Event description:
On an unk date, an unidentified pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A type ii endoleak was identified at an unk time. Aneurysm enlargement was noted to have increased from 5.6 cm to 9.2 cm on an unk date. On an unk date, the endograft sys was explanted.

Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms.